Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that the patient feels a knot has developed at the upper end of the generator site and that the patient also feels a heating sensation at the same spot. Patient later underwent explant of the vns system due to infection at the generator site. Patient also experienced an increase in seizures that coincided with the development of the infection. Attempts were made for the return of the explanted devices but were reported to be not available for return.

Event description:
Clinic notes were received for patient's re-implant surgery as the patient's infection has cleared. The infection site was reported to have healed per clinic note on (B)(6) 2016. The infection strain was reported to be (B)(6). The patient has a wound from vns placement and is on antibiotics. Notes dated (B)(6) 2015 indicated that the patient has a hole in incision and treatment included a wound vac and antibiotics.